Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation, as it remains implanted in the patient; however, there was no reported device malfunction.

Event description:
It was reported that the web device was being used to treat an aneurysm that came off the anterior communicating artery (acom) at an approximate 45-degree angle. The a-1 was straight, but there was some proximal tortuosity. The web was advanced into the aneurysm and during deployment, it became apparent the aneurysm ruptured; however, the exact location of the rupture was unknown. The web was deployed in the a-1 to cause stasis and essentially acted as a balloon, eliminating flow to the rupture site. The web was resheathed and a subsequent contrast injection was performed to identify the rupture site, which was determined to be at the dome of the aneurysm at the shallowest part. The web was then advanced up to the neck of the aneurysm and deployed partially until the distal end was flowered and atraumatic, the entire system was moved forward until the web was in the aneurysm, and then it was completely deployed. The web partially impinged on both a-2s, one about 20% and one approximately 70%. No further intervention was performed. Following the procedure, the patient had some significant neurological deficits, but continued to improve every day. The patient currently is essentially "fine" with only some very minor neurological deficit and is preparing to leave the hospital.